Manufacturer narrative:
Product event summary: the pscc100 loop catheter with lot number 0012702693 was returned and analyzed. Visual inspection showed the catheter appeared intact without any visible issues. The catheter was connected to a test catheter interface cable (cic) without any resistance, and the connection was secure, as indicated by both latches fully engaging into the catheter connector. The slide control function operated as expected without any issues. Upon full advancement of the slide control to extend the guidewire lumen, no kinks or other anomalies were observed along the extended portion. The steering function was normal, with the distal catheter tip responding with approximately 170° rotation in both directions. The catheter was reprogrammed before connection to a generator via the test cic, and therapy deliveries were successfully performed. Hipot verification for the integrity of electrode wires insulation passed. Electrical continuity revealed electrode ring (e8)was an open loop. The catheter was dissected into three sections: the spiral array area, shaft area, and handle area. Electrode e8 in the spiral array area passed continuity testing from the cut electrode wire e8 to the electrodes. However, the electrode wire cut from e8 still failed continuity testing to the connector area. Additionally, the electrode wire e8 insulation appeared damaged and broken at the solder cup in the handle area. In conclusion, the loop catheter failed the returned product inspection due to damaged electrode wire insulation and a broken wire in the handle. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure using the pulse select catheter, noise was observed on electrodes 8-9 after the catheter was introduced. Troubleshooting steps included replacing the pin cable and the catheter interface cable, but these actions did not resolve the issue. The pulse select catheter was then replaced, which resolved the problem, and the case was completed successfully with no further issues. No patient complications have been reported as a result of this event.